Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt had a driveline infection. The pt had a pump exchange followed by a heart transplant. The pt currently remains in the hospital, post transplant.

Manufacturer narrative:
(B)(4). Note: the event date was reported on this user facility report as (B)(6) 2011; however, the hospital reported to the MFR that (B)(4) was replaced on (B)(6) 2012. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.